Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their pacemaker's "top wire had broke off" and they were "running only on the bottom wire". No further information could be obtained through follow-up attempts with the clinic. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.